Event description:
It was reported that four (4) minicaps had inadequate iodine. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(4). The actual devices were not available; however, four (4) photographs of the samples were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; the presence of iodine was detected. The reported condition was not verified. The product met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual devices were not available; however, four (4) photographs of the samples were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; the presence of iodine was detected. The reported condition was not verified. The product met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) minicaps had inadequate iodine. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.